Event description:
On august 26, 2021, the patient (who is a nurse), contacted lifescan (lfs) united states, alleging that her onetouch ultra mini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2021 at 1:50 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿273 mg/dl¿ with the subject meter. The patient manages her diabetes with a combination of insulin and oral medication. In response to the elevated reading, the patient reported administering an increased dose of humalog insulin (she took 5 units for every 50 mg/dl). The patient claimed that on the same day, as a result of the insulin administered, she developed symptoms of ¿diaphoretic, sweating, shaky and headache;¿ symptoms she associated with really low glucose levels. The patient reported treating herself with juice and candy in response to the symptoms. The patient denied receiving medical treatment/intervention as a result of the alleged issue. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.